Manufacturer narrative:
Investigation results: our quality engineer inspected the 3 photos submitted for evaluation. The reported issue of luer fittings incompatible was not confirmed upon inspection of the samples. Analysis of the sample showed a non-bd syringe with the bd q-syte extension set connected. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the photo samples and a physical sample is needed to do a full investigation. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd ext set 15cm small borespin nut luer fittings incompatible. Mawar medical centre seremban's general ward has started to use q-syte extension 385151 on adult patients. They noticed there are incidence of loose spin nut after a period of time or after patient movement despite screwing and securing it completely. They have tried to put a plaster to secure the spin nut connection, but it became loose over time too. Customer is worried on the risk of q-syte extension set dislodge from patient's IV catheter (vasofix) during the night which may cause bleeding without the awareness of healthcare professionals. Moreover, they are using unigloves' 5ml luer lock syringe to give medication to patients and the syringe can be easily dislodge from the q-syte needle free connector. It is unable to lock completely whereby they can continuously screw the syringe to q-syte needle free connector endlessly and unable to lock it.